Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
It was reported that primary plum infusion set was leaking through the air filter during medication administration. Although the event occurred during infusion, there was no reported harm.